Event description:
On (B)(6) 2023, rayner received notification from its taiwan distributor of an event that occurred during implantation of a rayone spheric rao100c. The event description provided states that a piece of the lens broke off.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that a piece of the lens broke off during implantation. Despite the damage to the lens, rayner has been advised that the lens remains implanted. A slit lamp photograph was provided for review. The damage observed to the lens optic is most consistent with the optic edge getting trapped during injection. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of lens. There is insufficient information/evidence available surgical procedure, surgical procedure incorrect: incorrect use of lens injection currently to establish root cause. Rayner is following up with its distributor in taiwan to obtain additional information to facilitate further investigation. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 092200420.